Event description:
During a procedure the catheter tip (approximately 25") broke off inside of the patient's blood vessel. The physician had to use a snare to retrieve the catheter tip. The patient is doing fine with no known side effects.